Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated section b4 for report submission date and b6 to report device evaluation results. Updated d4 for catalog # and unique identifier (UDI) #, d9 for device return date, g1 for follow-up report submitter, g3 for awareness date and g6 for report type and follow-up number. Updated h2 for follow-up type, h3 for device evaluation status and h6 method, result and conclusion codes. Device received is different from the part that was indicated on the initial 3500a report. Lot number and manufacture/expiration dates previously submitted do not apply. Lot number information is unknown.

Manufacturer narrative:
Patient's identifier and event date were not provided. If the requested information becomes available, supplementary report will be submitted. Implant date and explant date are unknown. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced failure of implant to osseointegrate.